Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: the patient went to the emergency room due to a syncopal episode on (B)(6). It was found that there was undersensing of the native qrs on the rv. The lead remains implanted at this time. Should additional information be received, this file will be updated.